Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's atrial lead had dislodged and pulled back into the superior vena cava. Patient experienced pacemaker syndrome due to loss of synchrony and worsening heart failure. This was attributed to loss of atrio-ventricular synchrony due to the dislodged lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable.